Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. The separation was confirmed; however, the exact root cause was not determined because only a portion of the sample was received. It cannot be determined if there was enough solvent at the bond because only a portion of the set was returned. No corrective action was taken as this issue is more likely related to a human error. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.

Event description:
The customer reported to baxter (B)(4) regarding one clearlink system continu-flo set in which the tubing leaked from the luer lock adapter site. The customer inspected the tubing and found that the connection was loose allowing for the leak, and the connection easily separated. The condition occurred during use on patient, and it is unknown if it caused patient injury or medical intervention. The customer indicated that this is the first time they have had a report for this issue, but the nurse indicated that it is a recurring problem. The customer has notified baxter of complaints for other IV lines recently, and have an increasing concern related to patient safety and the risk to equipment. No additional information is available.